Event description:
It was reported that the ins (implantable neurostimulator) had been explanted and replaced due to overdischarge. It was stated that the physician suspected non-compliance with recharging. Patient status at time of this report was noted as alive with no injury/no adverse event. Actions and diagnostics required as a result of the event were impedance check intra-operatively and ins replacement. Patient symptoms/complications were noted as "unable to recharge ins."

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), implanted: 2010 (B)(6), product type programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 37752 lot# serial# (B)(4), implanted: 2010 (B)(6), product type recharger. (B)(4).